Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event of deep infection <90 days occurred post implantation. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Concomitant medical devices: shell with uni-hole porous 54 mm o.d. Size jj for use with jj liners cat# 00875705400 lot# 64310887; dome hole plug single pack cat# 00875700001 lot# 64517895; wagner sl revisionâ® hip stem, uncemented, ã¸ 17/225, taper 12/14 cat# 0100102217 lot# 3005939; bioloxâ® option, head, xl, ã¸ 36/+7, taper 12/14 cat# 00877703604 lot# 2995256. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent total hip arthroplasty. The patient was then revised shortly after due to stem subsiding and a fractured femur. Subsequently, all components were removed on approximately 3 months later for a staged revision due to infection. Attempts have been made and additional information on the reported event is unavailable at this time.